Manufacturer narrative:
Qc level 3 drifted low out of range. The customer installed a new electrode and this seemed to resolve the issue. Customer called hotline to replace the electrode. No service was requested or generated. Root cause appears to be the electrode.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to two patient samples that gave erroneous low results upon repeat on alternate instrument. The erroneous results were not reported outside of the laboratory. Patient treatment was not impacted by this event.